Event description:
Per the clinic, open circuits were noted on nineteen electrodes. The device was explanted on (B)(6), 2023, and the patient was re-implanted with another cochlear device during the same surgery.